Event description:
It was reported to intuvie that the pump was not infusing properly. The pump was not reported to be infusing faster than the programmed rate. The vtbi was unavailable. There was no report of patient harm.

Manufacturer narrative:
The device was returned to intuvie for evaluation. During evaluation, the pump passed all flow rate testing. The reported failure mode was not confirmed, and the probable cause remains unknown. This investigation remains ongoing. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).